Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The supplied information was reviewed and we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable cause includes device orientation or a failed product, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that there have been problems with the new canisters because the bag bursts when there are very few serosities in the canister. Solidifying plugs the suction port causing the pump to alarm at night. The nurses have to travel for this reason and we waste consumables so the supply is just-in-time.